Manufacturer narrative:
The pad-pak was first installed on the 18th february 2010 and performed to specification up to the 03rd august 2014. The device failed a self-test due to a low battery on the 10th august 2014 and remained in fault mode up to 21st august 2014. A further pad-pak was installed on this date and the device performed to specification up to the 31st may 2015. Mulitple manual power ups of ten minutes duration between (B)(4) 2015 and the final history log entry on the (B)(4) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain would confirm a failing membrane. The excess current drain measured would have caused the early depletion of the pad-pak and would account for the low battery fails recorded. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo-pins however this had no impact on the devices abiltityt to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device was observed switching itself on automatically.